Event description:
Customer's relative called to reprt that the customer had passed away and they would like to donate the device. It was noted that with further investigation that the customer died while asleep and was wearing the pump.